Event description:
Country of complaint: (B)(6). The s4 element mis downtube has come loose from the screw. This circumstance led to an operation time delay about 30 minutes.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturer site evaluation...